Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip was difficult to advance out of the sheath. Once out of the sheath, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The clip had to be pulled off from the tissue in order to remove from the patient. There was minor bleeding noted on the site after the clip was pulled off the tissue. The procedure was completed with another resolution clip device. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip was difficult to advance out of the sheath. Once out of the sheath, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The clip had to be pulled off from the tissue in order to remove from the patient. There was minor bleeding noted on the site after the clip was pulled off the tissue. The procedure was completed with another resolution clip device. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.